Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump had stuck button alarm. Customer¿s blood glucose was unknown at the time of incident. Customer states that she did not get on auto mode went to status and it showed the auto mode was off. The insulin pump will not be returned for analysis.